Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient suffered an ischemic cerebrovascular stroke causing brainstem herniation and subsequently expired post a pump exchange for suspected thrombus. Stroke and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Three days post hvad exchange for suspected thrombus, this patient experienced an ischemic cerebrovascular accident and expired. The day prior the patient was reported to have had good pupillary response. His anesthetic was switched from propofol to precedex; and he subsequently expired. No autopsy was performed. Per the vad coordinator, the therapeutic team believes that the embolic stroke is related to the device. The device will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The site has indicated that the pump is going to be returned to the manufacturer for evaluation.